Event description:
It was reported that a preloaded monofocal intraocular lens (iol) lens was damaged. There was no patient contact. Through follow up, the sales representative reported that the tip of the injector broke as the lens went through. Another lens was used for the case. The account clarified the issue and reported the injector was defective as it split in two. The surgeon felt resistance, so the injector was not in the patient's eye at that time. The injector burst when it was tested outside the patient's operative eye. An incision enlargement or vitrectomy was not required. The patient status was reported as unknown. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.